Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as complications from idiopathic pulmonary fibrosis.

Manufacturer narrative:
(B)(4). Lawyer filed report.